Manufacturer narrative:
Medical records were provided and have been reviewed by post market clinician staff. Pt is a (B)(6) year old female with esrd on pd who was reported to have peritonitis on (B)(6) 2014. There is no history of specific malfunction, or the product being out of specifications. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
After a review of pt medical records, it was discovered the pt had cloudy pd fluid and was diagnosed with peritonitis due to touch contamination, which was successfully treated with antibiotics. Pt received a course of gentamicin and their pd solution turned from hazy to clear.